Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the footswitch reflux button was not working. The case was completed using an alternate footswitch. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface card (which belongs to the system) was determined to have been non-conforming. This card was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No problem was found with the footswitch itself. The equipment was then tested and found to meet specifications. The root cause of the reported event can be attributed to a nonconforming footswitch interface card. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates the event took place during a surgical procedure. The surgeon could not activate reflux button. There was no harm to the patient.